Manufacturer narrative:
The insulin pump was unable to prime due to a faulty force sensor. The insulin pump was received with a cracked reservoir tube. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly.

Event description:
It was reported that the customer has visited her doctor due to blood glucose levels as low as 22 mg/dl. The doctor felt that the customer was doing everything correctly. Troubleshooting was performed, and the insulin pump programmed correctly. The insulin pump appeared to be functioning, but the customer requested a replacement. Nothing further was reported.